Event description:
It was reported that the customer was hospitalized for hbgs. Prior to the event, the customer had hbgs and was vomiting. The cause of the event was not determined. It was confirmed that the programming and histories were accurate. Troubleshooting was done and the pump passed the functional tests. It was indicated that the pump is operating as designed. The customer was educated on the two hbg rule and other possible causes for hbgs.